Event description:
A percutaneous coronary intervention (pci) was performed for a lesion with in-stent restenosis in the left circumflex (lcx). During the pci procedure, the physician used an intravascular ultrasound (ivus) catheter for investigating the patient's lesion. During removal of the ivus, resistance was felt, the tip of the imaging catheter had momentarily become trapped by the proximal end of the stent. The physician was able to successfully withdraw the ivus catheter, which was observed to have a kink in the tip. The patient was in a stable condition and the physician proceeded with a new ivus catheter to continue the procedure. A stent was placed and was reported to be fully deployed ans well apposed. The procedure was completed successfully.

Manufacturer narrative:
(B) (4) stuck in stent.